Manufacturer narrative:
The insulin pump was received with no esc and act button response, due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 167 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.